Manufacturer narrative:
Citation: poinot n pulmonary valve replacement after right ventricular outflow tract reconstruction with homograft vs contegra®: a case control comparison of mortality and morbidity. J cardiothorac surg. 2018 jan 17;13(1):8. Doi: 10.1186/s13019-018-0698-5. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding pulmonary valve replacement after right ventricular outflow tract reconstruction with homograft vs contegra®: a case control comparison of mortality and morbidity. All data were collected from single center between january 1999 and december 2016. The study population included 82 patients (predominantly males), 60 of which underwent right ventricle to pulmonary artery conduit placements or replacements with medtronic contegra® bovine jugular valved conduit. The serial numbers were not provided. Among all patients 2 patients died- one died due to massive air embolism of unknown origin that occurred during cardiopulmonary bypass, and another death due to a biventricular cardiac failure 31-days post-surgery. Based on the available information, none of these two deaths were attributed to medtronic product. Among all patients adverse events included stenosis, regurgitation, endocarditis, thrombosis and calcification of conduit, pneumothorax, aneurysm and bleeding. Based on the available information, these adverse events may have been attributed to medtronic product. No additional adverse patient effects or product performance problems were reported.